Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to excessive force being applied and/or over bending the tip, causing the sheathing on the distal end to snap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the previous h10 statement which should be "the device history record was unable to be reviewed for this device."

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation and follow up with the customer is being performed to confirm if the device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hemostatic probe's tip broke off. The issue was found during an unspecified procedure. There were no reports of patient harm.